Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00399. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating an error with the blower. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The air inlet filter was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.